Event description:
It was reported that during a routine change out procedure for normal battery depletion, the seal plug pulled away from the header of the crt-d while trying to gain access to the set screw to detach the related right ventricular (rv) lead. This made access to the set screw difficult. The rv lead was able to be disconnected without further incident, and the device replacement procedure proceeded without any further complications. It was noted that all lead measurements were within normal range and stable. The patient had normal underlying sinus rhythm. This device is expected for return. No adverse patient effects were reported.

Event description:
It was reported that during a routine change out procedure for normal battery depletion, the seal plug pulled away from the header of the crt-d while trying to gain access to the set screw to detach the related right ventricular (rv) lead. This made access to the set screw difficult. The rv lead was able to be disconnected without further incident, and the device replacement procedure proceeded without any further complications. It was noted that all lead measurements were within normal range and stable. The patient had normal underlying sinus rhythm. This device was received for analysis. Additional information: this additional report is being submitted due to reassessment of the product investigation. Upon further investigation, it was determined that this event was caused by unintended use error.

Manufacturer narrative:
The returned incepta crt-d was analyzed. Visual examination revealed that the rv (right ventricular) seal plug was mostly detached from the header. It was hanging on by a small portion of medical adhesive. It appears that a portion of the medical adhesive around the seal plug became loose from the header and hex wrench interaction pulled it away. Most of the medical adhesive was still attached to the seal plug. The rv seal plug was removed from the header. The device was put through a series of automated diagnostic testing that verifies the performance of pacing, sensing, shocking and recording functions of the device commensurate with battery voltage. It was confirmed to be operating normally. The unintended use error was selected based on the analysis finding of induced damage. The observed damage is not deemed to indicate a product defect or malfunction.

Manufacturer narrative:
The returned incepta crt-d was analyzed. Visual examination revealed that the rv (right ventricular) seal plug was mostly detached from the header. It was hanging on by a small portion of medical adhesive. It appears that a portion of the medical adhesive around the seal plug became loose from the header and hex wrench interaction pulled it away. Most of the medical adhesive was still attached to the seal plug. The rv seal plug was removed from the header. The device was put through a series of automated diagnostic testing that verifies the performance of pacing, sensing, shocking and recording functions of the device commensurate with battery voltage. It was verified to be operating normally.

Event description:
It was reported that during a routine change out procedure for normal battery depletion, the seal plug pulled away from the header of the crt-d while trying to gain access to the set screw to detach the related right ventricular (rv) lead. This made access to the set screw difficult. The rv lead was able to be disconnected without further incident, and the device replacement procedure proceeded without any further complications. It was noted that all lead measurements were within normal range and stable. The patient had normal underlying sinus rhythm. No adverse patient effects were reported. This device was received for analysis. Please note: the explant date has been amended.